Event description:
Procedure type: lap hernia repair. According to the reporter: the balloon "popped" while inside the pt. The balloon was inflated for several minutes prior to "popping" and it broke into several pieces, but the account believes all pieces were retrieved. A new device was opened to complete the case. There was no report of, unanticipated blood/tissue loss, or extended operating room time. No pt injury was reported.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.